Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a pipeline which failed to open at the distal tip during an procedure, noted in the original report to be off-label use, to treat a 1mm aneurysm of the interior carotid cavernous segment. The pipeline was prepared according to the instructions for use (IFU). Less than 50% of the pipeline had been deployed. The device was resheated and deployed two or less times. No other techniques were tried to open the pipeline. The pipeline was resheathed and removed with the microcatheter. No patient harm was reported.